Event description:
The surgeon used two devices during the gastric bypass procedure. During the firing of the second device, the instrument produced malformed staples. A reload was then placed in the first device, which also produced staples that did not form properly.